Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, user informed the technical support engineer (tse) that the patient side cart (psc) switched to battery mode during use. The user confirmed that the psc was not moved, and the psc power plug was reliable. The psc was displaying a three solid led lights. The user continued with the procedure using the same system configuration as planned. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power cable to resolve the issue. The system was verified and ready to use. Isi has not received the cable for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.